Event description:
It was reported that the patient had no stimulation sensation. The patient stopped feeling stimulation in april 2015. The patient was using the patient programmer and was getting the doctor icon. The patient was getting an elective replacement indicator (eri). The patient had to clear the eri message and now she was seeing the end of service (eos). The patient was told by the doctor that the ins should last several years. The implantable neurostimulator (ins) battery depletion was being reported as premature.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# unknown, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had seen their doctor on (B)(6) 2015 and has an appointment on (B)(6) 2015 to have the battery replaced. The patient was very unhappy with the product, stating "this will be my third battery in four years."